Event description:
The company was informed that the patient had no lock between the external equipment and internal cochlear implant. The external equipment was exchanged, however this did not resolve the issue. Surgery to explant the patient's device is under consideration.